Manufacturer narrative:
The missing lot number was requested from the initial reporter. A follow up report will be submitted upon receipt of this information.

Event description:
The clinician reported that over 9 months after the dental implant was placed in ada site 13 in the patient's mouth, the implant lost osseointegration in type ii bone. The implant was manually torqued to 60 ncm. The clinician reported the patient's pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.